Manufacturer narrative:
H6: added type of investigation codes b11 and b13. H11: added the results of the investigation. Investigation summary: no product was returned for investigation. Thrombosis: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: the cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. Washout today at impella site- clot evacuated with no active bleeding noted. Holding anticoagulation for 24hrs. Continued milrinone therapy and aggressive mobility as bridge to advanced therapies. Hematoma noticed as well.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.